Event description:
It was reported that the patient had bilateral initial knee arthroplasty procedures on (B)(6) 2014. Subsequently, the patient had a bilateral revision on (B)(4) 2014 due to unknown reasons. The bearings and locking bars were removed and replaced. Patient underwent a right knee revision procedure (B)(6) 2014 due to infection and had spacer molds implanted. Additional information received indicates that the patient underwent a right knee re-implantation procedure on (B)(6) 2015 and received a biomet total knee. A subsequent right knee revision procedure took place on (B)(6) 2015 due to infection. During the revision, all products were removed; however, the femoral component and tibial tray were removed, re-sterilized, and then re-implanted. Revision invoice indicates the tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 9 of 16 mdrs filed for the same patient (reference 1825034-2014-09100 / 09105 & 2015-02075 & 02584 & 02589 / 02596).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Explanted date - product was removed on (B)(6) 2015 and reimplanted during the same procedure. Patient underwent a reimplantation procedure on (B)(6) 2016, during which the device was explanted.